Manufacturer narrative:
Date of postoperative non-union and infection are unknown. This report is for one (1) unknown screw. Original implant procedure date is unknown. Per facility, the complainant part was discarded and is no longer available for review. (B)(6). 501k: unknown, as specific part and lot numbers for the complainant screw were not reported. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 to exchange a right femur nail. The patient had developed a non-union of the transverse mid-shaft of a right femur fracture despite multiple attempts at fixation. The patient had also been diagnosed with infection. During the revision, the femoral nail was removed, the canal was reamed, and a larger nail was inserted (as planned). A surgical delay of an unknown length of time was noted. All of the removed hardware was in good condition. Patient post-revision outcome was reported as "good." This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).